Event description:
It was reported to boston scientific corp that an injection gold probe hemostasis catheter was used during a hemostasis procedure. According to the complainant, the needle was extended multiple times. However, difficulties were encountered retracting the needle each time. Several attempts to retract the needle were required. The device was removed through the scope with the needle retracted. The procedure was completed with another infection gold probe hemostasis catheter. There were no pt complications reported as a result of this event.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info, a supplemental medwatch will be filed.